Event description:
Information received indicates the brake does not hold.

Manufacturer narrative:
The technician replaced the brake/steer caster and adjusted the central brake/steer to repair the bed.